Event description:
It was reported that following trial procedure patient experienced headache. There were no visible signs of csf leakage. Surgical intervention was undertaken wherein the physician performed a blood patch and the trial leads were pulled. The patient was also given caffeine and hydration. The headache has since resolved.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs percutaneous trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000157013. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.